Event description:
My nurse opened the mckesson dressing change tray cvc package and as we pulled out the sterile field a dead bug fell out from inside the sterile field drape. The sterile package seals were intact with no evidence of damage to the package or contents. Lot #282645. Expiration 2023-08-05. MFR #25-2835. Fortunately an additional dressing change kit was available and used due to suspected compromise of cleanliness and sterility of package materials. FDA safety report ID# (B)(4).